Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported that the device had an assembly product mix / incorrect component issue. It was received one opened sample of product code j207, lot mk6373 for analysis. During the visual inspection of the opened sample, the spool had two holes punched and for product code j207 should be only one hole punched. Due to mismatch at the spool a characterization of the suture was performed and meet the requirements for a vicryl suture diameter 0. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the mix reel is due a manufacturing defect. It was received two unopened samples of product code j207, lot mk6373 for analysis. During the visual inspection of the unopened samples, no defects were found on the package. The sample was opened, and the spool had two holes punched and for product code j207 should be only one hole punched. Due to mismatch at the spool a characterization of the suture was performed and meet the requirements for a vicryl suture diameter 0. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-84459, 2210968-2019-84460, 2210968-2019-84461, and 2210968-2019-82071. Analysis results have been included in reports for each. According to the sample condition, the assignable cause of the mix reel is due a manufacturing defect.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, it was noted that a 2-0 reel was in 0 packaging. Two circle cutout on reel indicating it's a 2-0. The reporter was unsure the actual suture present on the reel. There were no adverse patient consequences reported. No additional information was provided.